Manufacturer narrative:
(B)(4) - the patient's medical records were received and reviewed. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's peritoneal dialysis nurse reported that the (B)(6) male peritoneal dialysis patient was diagnosed with peritonitis on (B)(6) 2016 after confirmation of positive peritoneal dialysis fluid culture with the organism enterococcus faecalis. The pd nurse stated that the patient was not hospitalized for the peritonitis. The patient was treated with vancomycin 2 grams twice weekly and ceftazidime 1 gram daily for three weeks. The pd nurse also reported that there were no fluid leaks. The pd nurse stated that the patient's treatment technique was observed and the patient demonstrated proper technique with no breach in aseptic technique and the pd nurse could not confirm that the cause of the peritonitis was due to a breach in the patient's aseptic technique.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation of the liberty cycler found no indication of a causal relationship between the products and the patient event.

Event description:
A peritoneal dialysis (pd) patient's peritoneal dialysis nurse reported that the 57 year old male peritoneal dialysis patient was diagnosed with peritonitis on (B)(6) 2016 after confirmation of positive peritoneal dialysis fluid culture with the organism enterococcus faecalis. The pd nurse stated that the patient was not hospitalized for the peritonitis. The patient was treated with vancomycin 2 grams twice weekly and ceftazidime 1 gram daily for three weeks. The pd nurse also reported that there were no fluid leaks. The pd nurse stated that the patient¿s treatment technique was observed and the patient demonstrated proper technique with no breach in aseptic technique and the pd nurse could not confirm that the cause of the peritonitis was due to a breach in the patient's aseptic technique.